Event description:
The consumer allegedly tipped over backwards in the wheelchair and was unable to free themself. The consumer's head was allegedly "pinned into their chest such that pt could not breathe and pt suffocated causing their death".